Event description:
It was reported that during routine device interrogation, low, out of range hv lead impedance was observed. The hvli in rv to can vector was tested and was normal. The physician decided to switch off all tachy zones. The patient had not had any adverse effects due to this anomaly. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.